Event description:
It was reported that this right ventricular (rv) lead exhibited a history of oversensing. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 250 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited a history of oversensing. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.